Event description:
Clinical study. Same case as #6000093-2005-00931, 6000093-2005-00932. Twenty three days after a coronary artery drug eluting stenting procedure the pt experienced a hypersensitivity reaction characterized by pruritis. Lesion 1 was a 3.0mm, 100% stenosed portion of the proximal circumflex (prox cx) artery. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8 % drug eluting stent of unknown size in the target lesion. Lesion 2 was a 2.75mm, 95% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successfully placing two taxus express2 drug eluting stents of unknown size, with a 5mm overlap. There were no complications. The pt was discharged the next day on plavix and aspirin. Twenty three days after the procedure, the pt experienced a hypersensitivity reaction. There was no action taken.